Event description:
It was reporting that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous proximal right coronary artery (rca). After predilation with a 1.25mm non bsc balloon, a 2.25x20mm maverick2 monorail balloon catheter was advanced for additional dilation. Positive pressure to 5atm was applied, and it was noted that the balloon ruptured at the mid section of the balloon. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)